Manufacturer narrative:
Blocks a2-a6: patient information is unknown. This information was not available from the facility. Blocks b6 & b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the stellarex device was not returned, thus no product evaluation was performed. Block h6: per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A stellarex device was used in the mid sfa. During the first inflation at 6 atm, the balloon ruptured. A new stellarex device was used to complete the procedure. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.

Manufacturer narrative:
Block h3: the stellarex device was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using a syringe filled with water, the balloon was pressurized to 1 atm, and a pinhole leak was confirmed in the middle of the balloon. Block h6: per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.